Event description:
The patient reported was wearing the v-go for 14 hours the first time and noticed the bottom part of the adhesive pad of the v-go coming off and felt the needle poking and causing pain. The patient noticed the adhesive pad coming off and the v-go needle coming out patient re-attached the device instead of replacing it. The patient did follow proper fill, wear, and go procedure. The patient explained she had been outside with her grandson building a chair and she started to sweat. The patient also stated there was some interference of the v-go with her clothing because of the sweating.